Event description:
Customer reported the control knob on the apl valve failed during the delivery of a general anaesthetic, resulting in a drop in the patient's sp02 to 82%. The equipment was returned to the ventilated mode, returning the patient's sp02 to normal. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.